Manufacturer narrative:
Additional information:according to the currently available information, damage to the reference electrode appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device was affected. The user was not responding to sound since (B)(6) 2024. The skin over the implant was checked and felt little protrusion. The recipient has been re-implanted.

Event description:
Hearing performance with the device was affected. The user was not responding to sound since on (B)(6) 2024. The skin over the implant was checked and felt little protrusion. Further technical checks will be performed after two weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected. The user was not responding to sound since (B)(6) 2024. The skin over the implant was checked and felt little protrusion. Further proceedings unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
Hearing performance with the device was affected. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. This is a final report.